Event description:
It was reported that during a pulse field ablation (pfa) procedure a farawave 31 mm - ous was selected for use, the guidewire was stuck during the right superior pulmonary vein (rspv), it was impossible to pull it back or advance it, sheath was replaced and procedure was completed. No tissue was seen at the tip of catheter or guidewire. When removed the merit guidewire was about 4cm past the guidewire lumen. No patient complications were reported. Device is expected to return.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a pulse field ablation (pfa) procedure a farawave 31 mm - ous was selected for use, the guidewire was stuck during the right superior pulmonary vein (rspv), it was impossible to pull it back or advance it, sheath was replaced and procedure was completed. No tissue was seen at the tip of catheter or guidewire. When removed the boston scientific guidewire was about 4cm past the guidewire lumen. No patient complications were reported. Device is expected to return.